Event description:
A 10 blade broke off in pt during case. This was being used on long handle and the tip of blade was unable to be located until hip dislocated and femoral head removed. Blade was retrieved by surgeon.